Manufacturer narrative:
The events occurred over a period of a few months. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink continu-flo solution sets leaked from the connection between the luer lock and the non-baxter intravenous (IV) catheter. The events were identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specification. Functional test including clear passage and pressure test was performed and the results was satisfactory. No leaks or blockage were observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.